Event description:
It was reported that the pt expired in 2008 after an implant duration of 3 months due to an unk reason. It is unk if the pt's demise is device related, as no other details were provided.

Manufacturer narrative:
Device not returned.